Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father called very upset because the customer was hospitalized for high blood glucose levels, and the insulin pump was broken. The father did not want to provide any information or troubleshoot. The father only wanted the insulin pump replaced. After reviewing the customer's account, the father was informed that the insulin pump that he is reporting is the same one that the customer had been instructed to discontinue using last month when she called in to report alarms on it. Advised the father that the insulin pump was out of warranty, and he was given his options. The father was then transferred to speak with someone about the upgrade process. Nothing further was reported.